Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he heard a popping sound as he was injecting the lens through the cartridge. The lens then rapidly entered the capsule, causing it to tear. A vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested. This report was mailed to FDA on: 04/25/2008.